Event description:
Bilateral rupture, discovered during surgery, right-side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with moderate yellowing. No additional observations sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.